Event description:
The patient stated that she received the 09 (technical inspection due) error on her infusion device. She stated that she did receive the 88 alarm to notify her that there was 8 weeks of life left on the infusion device but she stated that she did not receive the other 8x alarms (86, 84, 82) to notify her that the device would soon shut down. The patient stated that she did not have a backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.